Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The pump was received with normal operating currents. Also, the pump passed self-test, unexpected error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of high blood glucose readings and loose drive support cap from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer had symptoms such as tiredness. The customer treated with 20 units of insulin through syringe. The customer reported damage to the drive support cap. The customer stated that the cap was not even. The customer mentioned that she has contacted her health care provider and made changes to the pump. The customer will be sent a replacement pump. The customer will return the pump for analysis.